Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept shutting off. The device started beeping and the device would shut off. The customer¿s blood glucose during the incident was 136 mg/dl. Troubleshooting was not performed. Additionally, the customer stated they woke up with a high blood glucose. The customer also reported that they would usually wake up with a low blood glucose between 30 mg/dl and 50 mg/dl. The customer stated their high and low blood glucose was due to device setting adjustments. The alarm history contained two no delivery alarms and one motor error alarm. The insulin pump is not expected to return for analysis.